Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd ultrasafe passive¿ x-series needle guard syringe ¿fell out¿ after removing the device from the package. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user.